Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the lg connector fluid damage, the insertion flexible tube crushed, the operation channel (primary) leak, the operation channel (primary) cut, the lcb (light carrying bundle) loose, and the light guide cable dented; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report hr-rpt-0586(image failure) and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).